Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/23/2022, it was reported by an arthrex employee via sems that the tip of the ar-1204af-85 flipcutter broke when the surgeon was rotating the turning drill into the tibial canal. The broken piece was retrieved. This was discovered during a anterior cruciate ligament reconstruction procedure on (B)(6) 2022. The case was completed by using a new ar-1204af-85 different lot number.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the tip of the device was broken. It was also noted that the blade of the device is missing. The cause of this remains undetermined, however a probable cause can be attributed to prying/leveraging forces being applied to the device. It was also noted that the button of the device is missing.